Event description:
It was reported that following an ablation procedure, the patient experienced speech aphasia. The patient received outpatient speech therapy/occupational therapy 3 to 5 times a week. The event is considered ongoing. There were no further patient complications reported in relation to this event.